Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the lead exhibited a failure to capture and helix unscrewed on its own. The lead was explanted. There were no patient consequences reported.

Manufacturer narrative:
The reported events were helix mechanism issues and sensing and capturing problems. The reported event of the helix mechanism issue was confirmed, and the reported events of sensing and capturing problems were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual examination found the helix retracted, and clogged with blood/tissue and x-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. The cause of the reported events of the helix mechanism issue was isolated to the blood/tissue clogging the helix and the over-torqued inner coil inside the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures but failed the hi-pot test due to over torqued inner coil inside the connector region, consistent with procedural damage. No other anomalies were noted with the exception of procedural damage.

Event description:
New information received notes the patient's lead also exhibited a failure to sense.